Event description:
Received bendamustine from pharmacy to administer to pt via gravity free flow for piv [peripheral intravenous line]. Attached the medication to running saline at 0922. Immediately after opening the roller clamp, medication from the chemo line began to spew out of the spiros on the end of the chemo line. Roller clamp immediately closed. No chemo spilled on the patient or nurse. Liquid spilled on the ground (<5 ml flid). Cleaned up per protocol. Medication bagged and returned to pharmacy.